Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's husband called to report that the customer had been experiencing low blood glucose levels and the insulin pump had been exposed to MRI scans. It was also stated that the paramedics were called due to low blood glucose. No blood glucose reading was reported. Nothing further was reported.